Event description:
The manufacturer received information alleging a failure of the active exhalation control module. There was no harm or injury reported. Philips field service engineer (fse) made onsite visit to evaluate device and confirmed reported issue. The active exhalation control module and three-way solenoid valve were replaced to address issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of the active exhalation control module. There was no harm or injury reported. Philips field service engineer (fse) made onsite visit to evaluate device and confirmed reported issue. The active exhalation control module and three-way solenoid valve were replaced to address issue. The active exhalation control module and three-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module and three-way solenoid valve functioned as designed and operated without issue or error codes.